Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
Additional information from the patient indicated that the device was change out due to a lead fracture. The patient indicated that he was in a motorcycle accident last year. While driving the motorcycle, the patient was shocked which lead to the accident. The device was explanted.

Event description:
Boston scientific crm received information via latitude red alert, that this implantable cardioverter defibrillator (ICD) displayed a high voltage shock lead impedance measurement during a charge. The device also displayed low pacing impedance measurements less than 200 ohms. Technical services (ts) indicated that if a manual capacitor reformation could be completed, then they would recommend replacing the device. Ts also recommended checking the right ventricular (rv) lead closely at the change out procedure as there could also be a lead issue. Additional information indicated that the field representative is not aware of any adverse patient effects or performance allegations. The field representative indicated that a change out procedure will be performed in the near future. Subsequently, the patient contacted latitude patient support indicating a change out procedure has been scheduled due to issues with this device. The patient indicated he received several inappropriate shocks due to the programming of the device. The patient also mentioned a motorcycle accident he was in when he became unconscious while riding. The patient indicated he was not sure if the device did not fire or if he passed out. The patient also mentioned that our field representative had him woken up from the coma to have his device checked. The field representative was contacted and indicated that the only time he had seen this patient was the day he checked the device a few weeks ago. The field representative indicated he didn't recall the device being programmed to shock at 140 bpm and he does not believe he reprogrammed anything. He indicated the patient was not in a coma when he saw him but he does recall that there was something wrong with the patient's leg (some type of infection).

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.